Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gava a "cassette not attached" error. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.